Event description:
The complainant reported that in 2008, the clinician was performing the therapeutic implant of a vaxcel implantable port in a female pt. It was indicated that during the procedure, the dilator's plastic tip broke off from the dilator and migrated to the pt's right atrium. Another physician successfully removed the dilator tip through the internal jugular and the common femoral artery. The physician then completed the pt procedure using another of the same device, without any further complications. The pt was reported to be "fine".

Manufacturer narrative:
The device has not yet been returned for eval; therefore, a failure analysis is not yet available; at this time we are unable to determine if the device met spec, and unable to determine the relationship between the device and the cause for this event.